Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false negative results of two patient samples when tested with anti-d on erytype s abd confirmation in tango optimo. The customer reported that both patients were known to be rh(d) positive. The customer retested both samples on tango optimo and yielded correct positive results with anti-d on erytype s abd confirmation. The customer did return the supposedly defective product for investigational testing but not the patient samples that had caused false negative test results. Our quality control laboratory tested the returned sample of erytype s abd confirmation with different rh(d) positive and negative samples. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd confirmation functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by our field service engineers with no indication for a malfunction of the instrument. It is working within its specifications.